Event description:
New information received noted that the device exhibited premature battery depletion.

Manufacturer narrative:
Correction: event date updated to (B)(6) 2019.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
The patient had received a vibratory alert, the implantable cardioverter defibrillator had reached elective replacement indicator. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.